Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device passed the manual test therefore no product will be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.